Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 193mg/dl, 148mg/dl. Tests were done 10 minutes apart with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.